Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that they used the device with their ECMO (extracorporeal membrane oxygenation) patients, they experienced an event where one of the stopcocks failed. The luer locking device completely detached from the male/activator piece, which caused massive air entrainment into the ECMO circuit. There was no reported patient harm.